Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer stated that the device not be returned to zoll for evaluation due to the age of the device.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.